Manufacturer narrative:
D4 & h4: serial number, unique identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not recovering. The field service engineer noticed a failed icon on the screen, but there was nothing available to recover. Therefore, fse failed the remote manager using the keys and then recovered it. Additionally, fse replaced the micro switches on the latch for the remote manager. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was not recovering. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.